Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-04298, 1627487-2012-04300. It was reported the patient could not increase amplitude using his programmer. X-rays revealed both extensions had become disconnected from the ipg. The physician determined during the procedure that one extension had come out of the ipg, while the other extension had broken off and part of it had remained in the header of the ipg. The physician replaced both extensions and the affected ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.